Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the planned treatment was completed as planned and the subsequent issue did not impact the procedure. The philips field service engineer (fse) visited system onsite and confirmed that the system would not boot up. Upon troubleshooting, fse identified that the system software was not displaying correctly and was showing the error message. To resolve the issue, the fse replaced suit pc, x-ray pc and reloaded the software. After restoring the system and updating license files, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.